Manufacturer narrative:
One (1) used spectrum autopass needle was returned with the suture passer to conmed for evaluation on 07-dec-2016. Visual inspection of the returned device by the r&d engineer verified that the trap door of the passer was broken (see MDR #1017294-2016-00128). The needle was also found broken at the distal tip and is still inside the passer. The broken tip was not returned. The proximal blue tab was also broken and not present for evaluation. The broken needle was removed from the suture passer and further examination of the needle concluded that the most probable cause of the reported breakage was use related. This lot with the (B)(4) was manufactured on 19-nov-2015. Of the lot containing (B)(4) units, there has been one other similar complaint received for this item and lot number combination. A 2-year review of the device complaint history shows there have been a total of (B)(4) reports of needle tip breakage with a quantity of (B)(4). During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported that during use of the spectrum autopass needle with the spectrum autopass suture passer in a shoulder arthroscopy rotator cuff repair procedure on (B)(6) 2016, tip of the needle and part of the "window" (trap door) were broken off inside the patient's shoulder. As reported, the breakage occurred while the suture passer and needle was passing through the tissue. The broken pieces were removed with no problems noted. The procedure was otherwise completed with no further complications or serious injury to the patient. This report is raised on the basis of potential for patient injury with recurrence.